Event description:
The pulse oximeter during patient's home sleep study failed to turn on for the patient at home. Patient did wear the home sleep test anyway, but because there was no oximetry reading the patient had to repeat the test. After speaking with the director of sleep center, she reported this is the 3rd oximeter, of this type, that has failed to turn on during a study.